Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the physician noticed the stent strut on the 4.00x20mm liberte bare metal stent was lifted up when it was removed with the stent protector.